Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial architect magnesium result of 2.63 mmol/l retested at 0.68 mmol/l (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
It was discovered on july 26, 2018 that the initial emdr was submitted in error. Clinical chemistry magnesium reagent, list 03p68, is a non-us product with no similar us product. Therefore, no emdr was required for this customer issue. No further information/evaluation will be provided. Device evaluated by MFR: evaluation not required.